Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The curvature of the tube was found out of specification according to the gauge. DHR review was done, no issues related to the original complaint were found.

Event description:
Information received a smiths medical intubation/portex endobronchial tubes reported during the use of the product, the customer noticed the fore end part of the tube looked more straight than usual. No patient injury. R.